Event description:
It was reported that the atrial lead exhibited sensing and capture anomalies. Chest x ray confirmed that the lead was dislodged. The device was reprogrammed. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.